Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. A scratched lcd window, cracked case and cracked reservoir tube lip was also noted.

Event description:
It was reported that the insulin pump gave a button error alarm, but the customer could not clear it due to unresponsive buttons. The reported blood glucose reading was 6.0 mmol/l. It was stated that the customer was sleeping at the time of the alarm, and may have been pressing on the buttons, but isn't sure. It was also stated that the time on the screen was stuck on 12:21, and had not changed. Advised that the insulin pump would be replaced due to the frozen display. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.